Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to a crack on both the right/left and the up/down knobs the water tightness was lost, the objective lens had a scratch, the light guide lens had a chip, the plastic distal end cover was shaved, the adhesive on the bending section cover rubber was detached, the connecting tube had a scratch, the connecting tube had discoloration, due to wear of the angle wire the bending angle in the left direction did not meet the standard value, due to wear of the angle wire the play of the up/down and the right/left knobs were both out of the standard value, the image guide protector was shaved, the grip had a dent, the control unit had discoloration, the right/left and up/down knobs both had discoloration, switch 1 had a scratch, the suction cylinder was shaved, the suction cover had a dent, the switch box had a dent, and the universal cord had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the phenomenon could not be identified based on the facts obtained from the investigation. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.